Manufacturer narrative:
(B)(4). It was reported upon follow up that the patient was performing continuous ambulatory peritoneal dialysis (capd) due to the peritonitis event. The same date as the patient death, capd therapy was changed to continuous veno-venous hemofiltration (cvvh). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the bacterial peritonitis was not reported. Treatment for the bacterial peritonitis event was not reported. The cause of death was pneumogenic sepsis at severe colitis of questionable ischemic genesis. The patient was hospitalized for the peritonitis event and was hospitalized at the time of death. It was unknown if the patient was recovered from the bacterial peritonitis event at the time of death. An autopsy was not performed. Peritoneal dialysis therapy was discontinued on the date of death. No additional information is available.